Event description:
It was reported that the device was explanted and replaced on (B)(6) 2022 as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.

Manufacturer narrative:
Investigation conclusion narrative: the device was returned due to safety advisory without identified device or use problem. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional finding: visual inspection of the header attachment area detected an anomaly on the surface of the header backfill area. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the roughness on the header backfill area. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states correction: b1 "product problem" should not have been checked in the initial report.